Event description:
Patient enrolled into the trial. Tia reported. At the end of the index procedure, the patient experienced right facial droop and arm weakness, slurred speech and drowsiness. Patient recovered without sequelae.

Manufacturer narrative:
Please reference MDR 2183870-2008-00180 for protege rx used in this procedure.